Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the legion system (smith&nephew) was applied to 1 patient. The patient underwent a revision surgery due to metallosis.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the data presented in the article refers to a patient who required revision approximately 13 years post left tka due to a 6-month history of lle pain and swelling, laterally from knee to the ankle with onset of a ¿squeaking¿ with rom. Imaging within the article supported the complaint and the physician referenced in the abstract provided an analysis of all of the attached images; therefore, no further interpretation of the images are required. Reportedly, histology revealed necrosis and iron-stained macrophages consistent with hemorrhage and black-pigmented metal particles and the lle intraop exam of the fluid collection yielded black-pigmented tissue along the anterior compartment/extensor digitorum tendon and muscle. The article documented the patient ¿had no known injury to the leg but had fallen a few times without acute injury¿, and the pain started insidiously and progressing. The requested clinical documentation had not been received as of the date of this investigation, therefore further investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; however, the reported patient falls did not seem to be of interest in the article. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include damaged product, implant corrosion or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.